Manufacturer narrative:
The customer cancelled the service order the quote had expired. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed error message. There was no patient involved.